Event description:
The suture was used during a valve replacement procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hospital has reported no pt injury occurred.